Event description:
Literature title: clinical observation of a modified technique for intrascleral fixation of flanged three-piece foldable intraocular lenses through a hoffman pocket. A retrospective study was done to present the outcomes of a new technique for intrascleral fixation of a flanged three-piece foldable intraocular lens (iol) without a conjunctival incision. A total of 12 eyes of 12 patients underwent modified scleral suture fixation of a three-piece posterior chamber intraocular lens (pciols) tecnis za9003 (johnson and johnson) or ma60ac (alcon laboratories). The method to implant tecnis za9003 (johnson and johnson) by flanged technique is assessed as off-label. It was reported that 1 pediatric patient (case 10) experienced recurrent pupillary capture of the iol optic as well as increased iop during the follow-up period. Using a mydriatic agent, the patient¿s iol capture was relieved, yet recurred after terminating medication. Ultimately, the iol was repositioned using a 30-gauge needle under the slit lamp and a miotic agent was applied to prevent recurrence. Iop-lowering eye drops were used during this period and helped maintaining the iop between 22 and 24 mmhg.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section e1: title, email address, address, telephone number: unknown, information not provided. Section h3: other 81: product evaluation was not performed because the product has not been received. If product is received after initial closure, the product investigation (pi) and complaint (cp) (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be confirmed. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. Citation: ye, h., wu, m., sun, w., lyu, j., xu, y., fei, p., peng, j., jin, h., & zhao, p. (2024). Clinical observation of a modified technique for intrascleral fixation of flanged three-piece foldable intraocular lenses through a hoffman pocket. Frontiers in medicine, 11, no pagination. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.